Event description:
A 3.0mm diameter x 30mm length ave micro stent ii was inserted to treat the target lesion in a coronary artery. It was not possible to cross the target lesion. Upon removal of the stent and stent delivery system, the stent dislodged from the delivery system. It is not known if the physician followed the instructions for removal of an undeployed stent; however, the stent was retrieved from the pt. There is no further info available from the user facility.